Event description:
It was reported to boston scientific corporation that a single action pumping system continuous flow syringe device was used for a transurethral lithotripsy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the metal part of the plunger was bent. The procedure was completed with another single action pumping system syringe device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.